Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they inserted a sensor, and it bled through the adhesive and the tape. The customer also states inserting a new sensor and only getting eleven hours of use out of it. The customer states the device went into threshold suspend and read 56mg/dl, when it was really 194mg/dl. The customer also states receiving a calibration error, and change sensor alarm. The customer's blood glucose level was 110mg/dl and sensor reading was 9.54mg/dl. Troubleshooting was conducted and the customer will monitor device to see if issues continue. The customer is being sent out replacement sensors.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the needle anomaly due to the needle not being returned.